Event description:
Algorithm failure. Machine on 2nd analysis did not detect a shockable rhythm. Pt was in cardiac arrest. The malfunction may or may not have contributed to the death. Machine sent to MFR for evaluation however MFR now unable to locate it.